Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's field service technician was unable to duplicate the reported problem. Review of the device diagnostic log history verified that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the backup battery in place for backup power had a low capacity for use. The diagnostic log history also revealed the device had been operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down and alarm as specified due to loss of power, and a 24/+-12v/power fail occurrence. The service technician confirmed the battery was depleted and would not hold a charge. The service technician replaced the battery to complete the service. Performance verification testing was completed and tests passed to operating specifications. This event is being reported as a user error due to failure to maintain the backup battery as specified. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.